Event description:
It was reported that removal difficulties were encountered. The patient presented with peripheral artery disease. The steeply bifurcated target lesion was located in the lower leg extremity. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. When an attempt was made to remove the catheter, there was trouble removing without also removing the sheath. There was much resistance due to the patient anatomy and it was thought the catheter possibly bent as it was coming out of the patient. A stiffer wire was inserted to help remove the catheter. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that removal difficulties were encountered. The patient presented with peripheral artery disease. The steeply bifurcated target lesion was located in the lower leg extremity. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. When an attempt was made to remove the catheter, there was trouble removing without also removing the sheath. There was much resistance due to the patient anatomy and it was thought the catheter possibly bent as it was coming out of the patient. A stiffer wire was inserted to help remove the catheter. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and the imaging window was kinked. Microscopic inspection revealed the guidewire exit port was deformed, but the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.